Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. Vascular access was obtain via right femoral artery. The 25% stenosed eccentric target lesion was located in the mildly calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the burr was stuck in the vessel; it could not move in or move out even when the foot pedal was pressed. Both rotawire and rota burr were then removed together. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the burr became stuck in the lesion. Vascular access was obtain via right femoral artery. The 25% stenosed eccentric target lesion was located in the mildly calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the burr was stuck in the vessel; it could not move in or move out even when the foot pedal was pressed. Both rotawire and rota burr were then removed together. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and kinked at the handshake connection.